Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from italy stating that the device "will not run/rotate". The device was not being used during surgery. The occurrence date is unknown. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.